Event description:
Keypad button presses do not activate the intended pump response. The patient reported that the up and down arrow buttons became overly responsive one month ago. He stated that the buttons intermittently spring back as expected, but sometimes feel flat. The patient denied any physical damage to the rubber keypad; denied that the pump was exposed to water or cleaning products; and stated that he wears the pump on his waist with a clip.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed that keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all button key contacts. It was observed that the contrast button key contact was inverted. It was also observed that the up arrow, down arrow, and ok button key contacts became inverted when pressed, and did not spring back as expected.